Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on an performa meter, compared to lab, within 10 minutes: 5.0 mmol/l on an performa meter and 2.8 mmol/l lab result. No adverse event reported. Return of the suspect device was requested for evaluation.